Event description:
While deploying a stent in the external iliac artery, it was reported that the stent jumped forward approximately 1 cm from the intended deployment site. The lesion was sufficiently covered by the stent such that no further intervention was required. There was no reported patient injury. The product was prepped per IFU guidelines without difficulty. No information about the target vessel characteristics is available. The user was said to have advanced the sds past the lesion site and pulled the unit back until the radiopaque stent markers were in position so that they were proximal and distal to the lesion site. The handle of the sds was noted to be held flat and straight outside the patient. It is unknown if any longitudinal force was applied during deployment of the stent.

Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14040248 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Zero units were rejected during the final assembly of this lot. No issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 14040248. The outer member subassembly lot 14036362 was reviewed. It was observed during review of lot 14036362 that no non-conformances were generated, and no incidents were noted that could be potentially related to the complaint reported. Thirty-one units were rejected during the assembly of lot 14036362. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The coated polyamide wire lumen lots 14032798 and 14031923 were reviewed. It was observed during review of lots 14032798 and 14031923 that no non-conformances were generated, and no incidents were noted that could be potentially related to the complaint reported. Zero units were rejected during the assembly of lots 14032798 and 14031923. No issues were noted that were considered potentially related to the reported complaint. With the limited amount of information available and without the return of the product for analysis or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors usually contribute to this type of reported event.